Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information became available that this entire system was explanted and successfully replaced.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low, out of range pacing impedance measurements less than 200 ohms. It was reported that the impedance measurements had been trending low for some time. Additionally, the rv pacing threshold measurements have increased and the r-wave amplitudes have decreased. Noise may have been present on a couple of non-sustained ventricular tachycardia (vt) events but was unable to be reproduced in-clinic. Boston scientific technical services (ts) discussed a possible lead insulation issue. The patient is not pacemaker dependent. Subsequently, the device was programmed from tip to coil and monitoring was continued. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).